Event description:
As reported: "the surgeon was drilling to position the second cervical screw of a reconstruction nail when the drill bit broke, leaving the end of the device in the femoral neck. Increased anesthesia time, while a solution was found to remove the broken end. Removal of device." The procedure was delayed by between 30 and 45 minutes. The alignment of the drill in the nail hole was checked before the nail was placed. Freehand extraction: the broken bit followed the guide pin when the operator removed it by hand.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Corrections: please refer to sections d4 (lot code) and d9. The affected device was not returned. Nonetheless, an intra-operative photo of it was received and could confirmed the reported event. It can be seen that the drill's tip is broken, a fragment was detached. The lot # is not visible on the photo. Note: the wrong instrument (lot # 18063026, catalog # ku66255) was returned. It has been confirmed by the user that the reported event concerns a drill catalog # 18063025. Despite multiple attempts, the correct device has not been returned. Despite confirmation of the drill breakage, it was not possible to determine the root cause. The return of the instrument would have been necessary for a detailed investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the surgeon was drilling to position the second cervical screw of a reconstruction nail when the drill bit broke, leaving the end of the device in the femoral neck. Increased anesthesia time, while a solution was found to remove the broken end. Removal of device." The procedure was delayed by between 30 and 45 minutes. The alignment of the drill in the nail hole was checked before the nail was placed. Freehand extraction: the broken bit followed the guide pin when the operator removed it by hand.